Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: a detailed technical analysis of the device could not be performed because the unit was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05369. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced a visual disturbance. The index procedure treated the 99% stenosed, 6x20mm lesion of the ostium of the left carotid artery. Treatment consisted of placement of a filterwire ez, an 8x21mm carotid wallstent, and post dilation resulting in 0% residual stenosis. The same day as the procedure prior to discharge the patient developed a visual disturbance. No action was taken and the event resolved without residual effects. The patient was discharged one day post procedure.